Manufacturer narrative:
(B)(4). The customer, a biomedical engineer confirmed that after replacing the therapy connector he observed proper device operation through functional and performance testing. The device was returned to service. The device was not returned to physio-control for an evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the device was prompting him to "connect electrodes" when attempting to run the energy test with the quik combo therapy cable connected to an analyzer. The biomedical engineer tried multiple therapy cables with the same result. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.